Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, no fault was found with the returned device even though there was an error found in the event history log. No damage was found to the device or internal components the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device connects to the network and disconnects. It also gave a battery communication error. It is unknown if there was a patient involved.